Manufacturer narrative:
(B)(4).

Event description:
It was reported that pacemaker-mediated tachycardia was observed due to ventricular undersensing during atrial pacing. Programming changes were recommended. Clinician elected to not make the recommended changes as the patient was asymptomatic. Patient was stable before, during and after the event.